Manufacturer narrative:
(B)(4). The field representative will attempt to obtain additional information from the facility. It was believed that the device was not interrogated or explanted post-mortem. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks for ventricular tachycardia (vt) until a fault code for charge timeout was displayed and explant battery status was declared. It was then reported that the patient passed away in the hospital, under medical control where the physician was aware of the patient's clinical situation. There were no allegations related to the implanted device.

Manufacturer narrative:
The field representative was not able to obtain any additional information about this patient and device. Therefore, our investigation is complete. This investigation will be updated should further information be provided.